Event description:
On the 21st march a nellcor puritan bennett employee received information regarding an issue with an n20p pulse oximeter. The customer alleged "they are getting 100% on everyone. No patient harm or change in therapy per caller".